Manufacturer narrative:
The lot number was provided for the three malfunction so a lot history review was performed. Of the three malfunctions, one device was returned to bd for evaluation. For two of the three malfunctions the investigation is inconclusive since no sample was returned. The remaining investigation is still underway. The devices is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model u415044rx pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from various sources. The three malfunctions involved a patient with no reported patient injury. One patient was a (B)(6) year old male that weighed (B)(6) kgs. The remaining patient age, weight, and gender were not provided.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model u415044rx pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from various sources. The three malfunctions involved a patient with no reported patient injury. One patient was a 76 year old male that weighed 60 kgs. The remaining patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for the three malfunction so a lot history review was performed. Of the three malfunctions, one device was returned to bd for evaluation. For two of the three malfunctions the investigation is inconclusive since no sample was returned. Of the three reported malfunctions, three were reassessed for reportability and determined to be no longer reportable. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.